Manufacturer narrative:
Event date is on an unreported date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was not reported. No additional information is available as the reporter declined to provide additional information.